Manufacturer narrative:
It was reported that a revision surgery was performed due to dislocation. The insert was exchanged. The associated legion constrained articular insert was not returned for evaluation. Thus the product analysis could not be performed. Our investigation including a review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. The batch information was not provided, thus, the device history record review cannot be completed. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. The root cause of the reported dislocation remains unknown. The patient impact beyond the reported dislocation and subsequent insert revision could not be determined. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to dislocation. The insert was exchanged.